Event description:
It was reported from austria by the vad coordinator that the patient stated several possible high priority alarms. Patient admitted to hospital. Logfiles were sent for analysis. Vad coordinator found incorrect date on the controller. Monitor date correct. There were no effects reported on the patient. This is report two of four reports (3007042319-2015-00797, 00798,00801 and 00802) submitted for devices related to the same event.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. Three batteries, a controller, and two ac adapters were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the devices revealed no signs of physical damage or contamination. Review of the manufacturing documentation for (B)(4) confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed multiple critical battery alarms and power switching events. Analysis of the (B)(4) revealed that the device failed to meet specifications due to a faulty cell which likely contributed to the event. Heartware has opened an internal investigation to evaluate these types of issues. Analysis of the (B)(4) revealed that the devices met specifications. The equipment passed visual inspection and functional testing. Applicable risk documentation and experience with events of similar circumstances were considered; events with power switching of screened batteries are most often attributed to a communication error between the controller and batteries. Heartware has opened an internal investigation to evaluate these types of issues. On april 30, 2014, a field safety notice (fsca apr2014) was issued to us physicians together with a patient letter to be delivered by sites to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Boxed instructions were provided in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth. Additionally, fsca apr2015a was issued as a voluntary "urgent medical device correction"; communication was issued to the sites and patients within the united states on may 11, 2015. An "urgent field safety notice" was sent to sites and patients not within the united states on may 14, 2015. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The manufacturer will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report. Per the instructions for use (IFU): patients are instructed to always investigate, and if possible, correct the cause of any alarm. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report or the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event. Analysis of the log files revealed power switching. This is report two of four reports (3007042319-2015-00797, 00798,00801 and 00802) submitted for devices related to the same event.